Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of stylus not working. The stylus was not returned with the programmer. It was also noted that the power cord bay was broken, upper and lower cases were broken and keyboard latch was broken however the keyboard was functional. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the user attempted to use the programmer to programme the implanted pacemaker after telemetry was established, however the programmer would not respond to the stylus. Two different styluses were then used to no avail. The programmer was rebooted and telemetry established however the programmer would still not respond to the stylus. The programmer had been used successfully to interrogate and programme the pacemaker pre-implant. Another programmer was used to complete the procedure without difficulty whilst the issue resulted in a longer case time. No patient complications have been reported as a result of this event. The programmer is expected to be returned for service. It was further reported that the programmer was returned to service.